Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted as of this time. A call was placed to technical services on 07/30/2018 stating that this lead was involved with exhibited noise, oversensing and inappropriate mode switches. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).